Event description:
It was reported that during a follow up in june 2019 the battery status of this device showed 13% remaining. A revision was planned due to premature battery depletion as the most recent follow up showed 9% battery remaining. A review of the data from june 2019 by boston scientific technical services (ts) noted the device will reach elective replacement window (eri) most likely by the end of the year if no high voltage charges are present. Ts noted that there will be a scheduled capacitor reform in october 2019 which will deplete the battery as expected. Ts also noted that the current data showed at least six months remaining until eri, however for an accurate revision the new device data was needed as the device counter data would include the effects on battery performance of the capacitor reform done. Ts discussed doing three month follow ups to ensure proper replacement. Additional information was provided with the most recent data and a review by ts noted that a capacitor reform was already done prior to 26 of september 2019. Ts noted with the available data the most conservative eri would be triggering in november 2019. Although ts noted that with an optimistic calculation eri would be reached december 2019 to very beginning of january 2020, this was assuming no therapy was delivered. Ts noted one possibility was performing new calculation in november 2019 and reviewing the battery details for more accurate calculations. Ts noted that once eri is triggered and no error codes are present it is recommended to replace the device in 20 days of the replacement interval. The device was explanted, but will not be returned as it was given to the patient. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and will be returned. Upon analysis completion this investigation will be updated.

Event description:
It was reported that during a follow-up in (B)(6) 2019 the battery status of this device showed 13% remaining. A revision was planned due to premature battery depletion as the most recent follow up showed 9% battery remaining. A review of the data from (B)(6) 2019 by boston scientific technical services (ts) noted the device will reach elective replacement window (eri) most likely by the end of the year if no high voltage charges are present. Ts noted that there will be a scheduled capacitor reform in october 2019 which will deplete the battery as expected. Ts also noted that the current data showed at least six months remaining until eri, however for an accurate revision the new device data was needed as the device counter data would include the effects on battery performance of the capacitor reform done. Ts discussed doing three month follow-ups to ensure proper replacement. Additional information was provided with the most recent data and a review by ts noted that a capacitor reform was already done prior to 26 of september 2019. Ts noted with the available data the most conservative eri would be triggering in november 2019. Although ts noted that with an optimistic calculation eri would be reached december 2019 to very beginning of january 2020, this was assuming no therapy was delivered. Ts noted one possibility was performing new calculation in november 2019 and reviewing the battery details for more accurate calculations. Ts noted that once eri is triggered and no error codes are present it is recommended to replace the device in 20 days of the replacement interval. The device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device will be explanted and returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during a follow up in (B)(6) 2019 the battery status of this device showed 13% remaining. A revision was planned due to premature battery depletion as the most recent follow up showed 9% battery remaining. A review of the data from (B)(6) 2019 by boston scientific technical services (ts) noted the device will reach elective replacement window (eri) most likely by the end of the year if no high voltage charges are present. Ts noted that there will be a scheduled capacitor reform in (B)(6) 2019 which will deplete the battery as expected. Ts also noted that the current data showed at least six months remaining until eri, however for an accurate revision the new device data was needed as the device counter data would include the effects on battery performance of the capacitor reform done. Ts discussed doing three month follow ups to ensure proper replacement. Additional information was provided with the most recent data and a review by ts noted that a capacitor reform was already done prior to 26 of september 2019. Ts noted with the available data the most conservative eri would be triggering in november 2019. Although ts noted that with an optimistic calculation eri would be reached december 2019 to very beginning of january 2020, this was assuming no therapy was delivered. Ts noted one possibility was performing new calculation in november 2019 and reviewing the battery details for more accurate calculations. Ts noted that once eri is triggered and no error codes are present it is recommended to replace the device in 20 days of the replacement interval. A device replacement was scheduled for january 2020. No adverse patient effects were reported.